Manufacturer narrative:
Additional information: resistance was noted while advancing the device to the lesion. Excessive force was not used. Correction: a 2.75x32mm non-medtronic stent was used and inflated to 12 atm, and post-dilated with a 3.0x18mm nc non-medtronic balloon up to 20 atm. There was excellent final result with timi iii flow in the cx. Facility name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute integrity coronary drug-eluting stent to treat a proximal eccentric calcific 85% lesion in the circumflex artery (cx) with distal sub-total occlusion followed by diffuse atheroslerosis. The device was inspected with no issues noted. Negative prep was not performed. It was reported that the stent failed to cross the lesion and struts were deformed in the midsegment of the stent. A non-medtronic 6 fr guide catheter was used for cannulating the lm ostium. A non-medtronic universal wire was threaded to distal cx crossing the lesion successfully. The lesion was predilated with a non-medtronic semi compliant (sc) 2.0x15mm balloon and inflated to 16atms. Another non-medtronic wire was used as buddy wire. The lesion was predliated using a non-medtronic sc 2.0x15 and a non-medtronic nc 3.0x18 balloon inflated up to 16atms. It was reported that the resolute integrity failed to cross the lesion and the stent struts were deformed in the midsegment of the stent. A non-medtronic stent was used and inflated to 12 atm, and post- dilated with a nc non-medtronic balloon up to 20 atms with excellent results with timi flow in the cx. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex b <(>&<)> d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was provided for review of a resolute integrity shelf carton. Size and lot number match what is reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.